Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming 'air in line.' The patient stated that he had pressed a few buttons, it asked them a question, and was asked for a code. The distributor asked them to back out of that screen. Reservoir volume was 64.9 and patient was due for disconnect. Clamp was closed and cassette removed from pump. Patient stated the cassette looked empty and there were bubbles in the tubing. The distributor explained it can be difficult to see the medication sometimes but stated it looks completely vacuumed in on itself with air in the line. The distributor instructed the patient to reconnect pump and cassette and power pump off. Drug was 5fu. They advised to go to emergency room for evaluation. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device, customer complaint of it was stated that the pump was alarming, air in line cannot be confirmed through, event log, air detector test, or performance verification tests, unit passed all testing criteria.